Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead has noise. The lead was attempted to be replaced but the physician could not get the wire beyond the stenosis. The patient is scheduled for lead extraction. The lead remains in the patient out of service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was oversensing diaphragmatic potentials resulting in non-sustained ventricular tachycardia (nsvt) oversensing and inhibition of rv pacing. The lead had high thresholds. The lead was reprogrammed prior to lead revision. The lead was removed and a new lead was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there is intermittent ventricular oversensing. The lead remains in use. No patient complications have been reported as a result of this event.